Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. An electrical evaluation was performed and all the segments of the device were visible. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. Although the issue could not be confirmed, the customer reported event is a known issue and action has been taken under remedial action efforts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the n65 pulse oximeter display was missing segments. There was no patient involvement with this event.